Event description:
The customer stated that he was hospitalized with a blood glucose reading of 577 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. However, the time was off by 15 minutes, so the customer was assisted with correcting the time. The prime test passed. Prior to the event, the insulin pump alarmed no delivery. The customer stated that the infusion set's tubing was crimped. A tubing clamp was not available to perform the high pressure test. The customer was sent a tubing clamp and advised to call back to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.